Manufacturer narrative:
Section b1: corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of decreasing flow and power values. The account noted concern for extrinsic outflow graft obstruction (eogo); however, eogo could not be confirmed as the product remains in use and no images were provided. Additionally, a direct correlation between heartmate 3 lvas, serial number mlp-026474, and the reported right heart failure and aortic insufficiency could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 13jan2025 through 30jan2025. The file captured the pump operating at a set speed of 5400 revolutions per minute (rpm) with a low-speed limit of 5000 rpm. Flow typically ranged from 4.3-5.0 liters per minute (lpm) through 19jan2025. A decreasing trend in flow was then observed from 20jan2025 through the remainder of the file, during which flow steadily decreased from 3.9 lpm to 2.6 lpm. An associated decreasing trend in motor power was observed with values ranging from 4.20 to 3.58 watts. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number mlp-026474, with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h7/h9: fsca added. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to fluid overload and increasing heart failure symptoms. Upon admission, the flow was noted to be lower than usual. It appeared that the flow dropped almost 2 liters over a short window. The flow, power, and pulsatility index all appeared to be decreasing. There was a concern for external outflow graft obstruction (eogo). The event log file did not contain events that would suggest an equipment related issue. Additional information was received that the eogo was neither confirmed nor ruled out. Due to the patient's elevated creatinine, the appropriate scan could not be obtained. The patient's international normalized ratio (inr) was elevated at greater than 11 upon admission. There were no parameter changes before lowered flows. The flow was eventually increased from 5400 to 5800 to 6000. Echocardiogram was performed showing appropriate outflow graft velocities. Transthoracic echocardiogram (tte) at 5800rpm. Left ventricular end-diastolic dimension (lvedd) 4.1 cm, septal flattening in diastole, left ventricular mass (ivsm) and shifts r during ventricular systole, moderately reduced right ventricular systolic function (rvsf), mild-mod aortic insufficiency (ai), aortic valve (aov) closed, mild tricuspid regurgitation (tr). The patient reported orthopnea, paroxysmal nocturnal dyspnea, denies any shortness of breath, chest pain, nausea, and vomiting. Patient flow, pulsatility index (pi), and power were noted to be low, and to have quickly decreased. The patient was placed on dobutamine for a time and remained in the intensive care unit (ICU) with a swann. The speed was increased to 6000 from 5800. The team was concerned this was right ventricular (rv) failure. The lowered flows appeared to have resolved on (B)(6)2025 when the patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.